Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to acute pain in both legs after an hcp appointment. When the patient tried to sync his programmer with the neurostimulator it was discovered that stimulation was turned off. Stimulation was turned back on and the patient stated that his pain felt much better.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# la3083, implanted: 2002 (B)(6), explanted: na; extension: model 7495lz51, serial# (B)(4), 2002 (B)(6), explanted: na; extension: model 7495lz51, serial# (B)(4), 2002 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); adaptor: model 74002, lot# n287420, implanted: 2011 (B)(6), explanted: na